Event description:
During laparoscopic tubal ligation using stryker video tower and high definition scope 5mm 0 scope noted to be "smoking" while in abdomen when touched to tissue; removed and hot to touch.